Event description:
The customer contacted physio-control to report that their device would continually reboot itself when powering on. As a result, defibrillation would not be possible. There was no known patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported failure. After completing unrelated repairs, and confirming proper device operation through functional and performance testing, the unit will be returned to the customer for use. The cause of the reported failure could not be determined.